Event description:
The hospital administrative director of cardiopulmonary services reported the following: the patient came to the 2nd floor after being admitted 2 days prior to event. Approx. 2pm the patient was visited by a podiatrist who left approx. 3:15pm. At 3:45pm the nurse walked in to do a treatment on another patient in the room, and reported the patient had a faint pulse and called a cardiac arrest code. The respiratory therapist who responded to the code observed a vent inop message on the ventilator monitor, and heard the backup alarm sounding. They were unable to revive the patient. The patient had been on the ventilator approx. 24 hours, was very ill, requiring dialysis and was ventilator dependent. The patient did have some assisted breathing. There was no remote alarm monitoring in the room the patient was located in. Unit was used with an hme last changed at 8:20am. The manufacturer's service technician performed evaluation and testing of the ventilator. Review of the ventilator diagnostic log noted a ventilator restart and vent inop code. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. Performance verification testing was completed by the service technician and all tests passed per operating specifications. As a precaution, the service technician replaced parts per manufacturer's recommendation which will undergo analysis.